Manufacturer narrative:
Complaint number: (B)(4). No samples (actual or unused) or pictures were provided by the customer. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No material # nor batch # was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our supplier for their information. This complaint is closed as cannot be determined due to insufficient information. Please review the instructions for use.

Event description:
Customer states that needle-stick occurred with a butterfly needle. Phlebotomist states that she heard the click however, the needle was not completely covered.